Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced. The patient was stable post-procedure.